Event description:
It was reported that the red ultrasonic level sensor alarmed intermittently for no apparent reason. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The field service representative (fsr) has inspected this unit during preventive maintenance (pm) and found no issues with the level sensors. The fsr went back to the facility to re-inspect the level sensors. The fsr tested the level sensor operation and found both to be working properly. The unit operated to MFR specifications and was returned to clinical use. The fsr downloaded the data logs for further eval. The fsr ordered spare alert and alarm level sensors to be shipped to the customer to keep on hand. Data logs were received by the MFR on 04/03/2015 for eval.